Manufacturer narrative:
An event regarding a worn duracon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as date of primary, operative reports and patient details are required. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's knee was revised. As per sales rep on 9/22/2015: the patient was revised due to poly wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's knee was revised. As per sales rep on (B)(6) 2015: the patient was revised due to poly wear.